Event description:
A malfunction alarm was reported on a pump after it got wet. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.